Manufacturer narrative:
This event occurred in (B)(6). The customer's calibration, qc, and sample pre-analytic data were requested but not provided. The customer refused additional investigation regarding the event. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys cea assay results for one patient tested on a cobas e411 disk. The patient's initial cea result was not reported outside the laboratory. The customer performed repeat testing for confirmation. The patient's initial cea result was 6.32 ng/ml, and the patient's repeat cea results were 3.21 ng/ml and 3.14 ng/ml. The cea reagent lot number and expiration date were requested but not provided.